Event description:
Per hospital staff, patient's blue cannula had a crack by the cpc connector. The cpc connector was changed out by removing part of the cannula with a wire cutter. Patient reportedly tolerated the repair well. Rescue tape was placed around the cannulas post repair.

Manufacturer narrative:
Device history record (DHR) review confirmed that 70cc tah lot# 126590 passed inspection without any anomalies with all components up to specification prior to implant. Visual inspection of external components found that the right cannula piece returned to manufacturer for investigation found a circumferential tear spanning approximately 50% around the circumference of the cannula. Photographic evidence confirmed the crack was repaired and area of cannula returned included the entirety of the cracked surface. There is no functional testing for the torn cannula. This is a known material integrity issue that is currently being addressed under a CAPA. It is undiscernible if the tear, at the time of repair, led to a loss of pressure (tearing through the whole cannula wall) or not (did not tear through the whole cannula wall). The piece that syncardia received is torn all the way through the cannula wall. Failure investigation for this complaint confirmed the reported issue during visual inspection. The root cause of the reported cannula tear was determined to be the change in the effective stiffness of the cannula at the junctions of the velour/cannula junction and the driveline/cannula junction. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Cannula tears are a known issue that are currently being addressed via CAPA. Cannula was repaired in hospital without issue and with no reported adverse impact to patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient's blue cannula had a crack by the cpc connector. The cpc connector was changed out by removing part of the cannula with a wire cutter. Patient reportedly tolerated the repair well. Rescue tape was placed around the cannulas post repair.